Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a plf at l4/5/s1. It was found that fixation screws loosened at s1 post op. The revision surgery was performed approx 14 months post op to replace the loosened screws.